Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high in comparison to results obtained on a lab device. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow up when attempted by medical surveillance (ms). The patient reported on an unspecified date he obtained a result of "74mg/dl" on the subject meter which he felt was inaccurately high in comparison to a result of "48 mg/dl" obtained on a lab device. The two tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and it is unknown if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that "seven minutes" before the alleged inaccuracy occurred he developed symptoms of "dizziness and felt in coma" and at an unknown time was treated by emergency medical services with food or drink. During troubleshooting, the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury and required medical intervention from a healthcare professional. As the patient could not be reached it could not be ruled out that the meter had not been reading inaccurately prior to the onset of symptoms and treatment.